Event description:
I am putting this in writing. On (B)(6) 2010, my husband called from the living room. I was in my kitchen and as I turned to see what he needed, I felt my hip replacement slip out of the joint. I could hear my femur cracking. At that time I let myself down to the floor and we called 911. Doctor (B)(6) performed surgery to replace the hip and to repair the spiral fracture of my femur. After a stay at (B)(6) nursing home and some therapy I went home. In early (B)(6) dr. (B)(6) said that I could start putting some weight on it, while using a walker. After a few days I could see that my leg was bending so I went in for an xray. It showed that the rod that was put in had broken and had rebroken the femur. I was immediately put into the hosp. Dr. (B)(6) then did surgery to replace the rod and repair the femur. At this time, he also did a bone graft to further strengthen the femur and to promote bone growth. The rod broke on (B)(6). I have been walking on it while using a walker, since late (B)(6) and so far it is healing successfully. I am filing this complaint because of the failure of the rod that was used. I feel that when something like that is put into your body it should last my lifetime. I have suffered pain, mentally and certainly physically. Also we live on a small fixed income and the out of pocket expenses have been a terrible burden. As far as an address for the products used, I would certainly have to believe that the hosp and or the doctors know who they get their products from.